Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2001 at the (B)(6) hospital in (B)(6) by dr (B)(6). The patient was implanted with a biodesign or surgisis tension-free urethral sling on (B)(6) 2013, at (B)(6) medical center (B)(6), by dr (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgiss 4-layer tissue graft's performance and the alleged injury remain unknown. A root cause of the allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed. This MDR is related to MDR 1835959-2015-00091.